Event description:
It was reported that the patient had a loss of therapeutic effect after a fall on his back on (B)(6) 2013. Since that day, the patient could only feel stimulation if he ¿popped¿ his back out and leaned to the right. The patient was in a lot of pain. The patient suspected there was something wrong with his lead due to the intermittent stimulation he felt. The device was on and the patient could decrease and increase stimulation. The patient had a follow up appointment with his physician on (B)(6 )2013. It was further reported that a company representative met with the patient. Impedance checks were done. Multiple electrodes had high impedances at over 10,000 ohms. The patient was reprogrammed and planned to try the program for a while. Of note, therapy was minimal. The patient reportedly fell frequently due to neurological disease progression and was currently in a wheelchair.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).